Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,29-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer would not open. A field service engineer, while inspecting the drawer board, noticed that the station cable was not secured. The field service engineer reseated the station cable to all the drawers, powered the station back on, and confirmed that the drawer was operational. The fse reseated all drawers, and the customer was able to access medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had a drawer that failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.